Event description:
The tip of the driver broke off while inserting a bio-interference screw. The piece was not retrieved from the implanted screw. No adverse consequences have been reported as a result of this event.